Event description:
This is a supplemental report to initial report 3008789114-2015-00022 to submit the manufacturers investigation results of the suspect device. The complaint product was not returned. (B)(4) requested an internal record review for the product involved in the medical intervention. (B)(4).

Event description:
(B)(6) received call on (B)(4) 2015 reporting a medical intervention that occurred on (B)(6) 2015 at 2:00 pm. Patient called in stating he tested his glucose and received a result of 107mg/dl. Patient then stated that he felt like he was going to get sick. Caregiver stated that patient was experiencing symptoms of heavy sweating, shaking and could not walk or keep his balance. The reading on the prodigy meter prior to the time of the event was 107mg/dl. As stated by patient, additional blood glucose tests were taken but patient does not recall how many or what the results were. Patient's caregiver stated that he performed a glucose test with a different meter with a result of 55mg/dl. Caregiver stated that patient went out to dinner and did not take insulin. Patient passed out at the movie theater. Paramedics were called 1-2 hours after testing with the prodigy meter. According to caregiver, paramedics arrived and performed blood glucose test but he does not recall the results. Paramedics administered gelatin to patient and did not transport patient to e.r. (B)(4) is following up with patient to request return of suspect device to forward device to manufacturer for investigation. When investigation results are received from manufacturer a supplemental report will be submitted to the FDA.